Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced numbness in the thigh following a drg trial procedure on (B)(6) 2018. It was noted the patient was prescribed a medrol dose pack. The physician believes the patient had neuritis from the placement of the drg lead. However, the trial was ongoing.